Event description:
The ge oec 9800 fluoroscopy system was booted and displayed "no signal input" on the monitors.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to the video controller pcb that was not seated correctly in the backplane. The video controller pcb was re-seated per procedure and system function was restored. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.